Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that segments of the pump history were missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. The device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: a review of the black box showed no prime entries. The suspend history showed no entries. No alarms in the black box history were related to the complaint. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours successfully. The pump eeprom only recorded one value of prime or suspend after being performed. An eeprom component failure was found.